Event description:
A complaint was received from a health care worker. The worker states that when they removed the elite test strip the contact ends of reagent cut through the worker's glove and cut the worker's 3rd finger on the right hand. The complainant was advised to follow the worker's in-house procedure of going to a hospital. A review of the product insert was made reviewing the potential biohazard section. The complaint is considered closed for purposes of MDR.